Manufacturer narrative:
Investigation determined reported issue was caused by internal cable damage of the sensor. The device was scrapped to prevent further use.

Event description:
User reported that the level sensor did not trigger the appropriate response. There was no patient harm; however, this type of event is considered reportable by spectrum medical.